Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a low blood glucose reading of 50 mg/dl. Caller stated that the pump basal was adjusted from 1.3 units to 1.2 units every hour on (B)(6) 2016. Caller stated that it resolved the low blood glucose reading. Caller stated that the infusion set also fell off the customer's body while at school on (B)(6) 2016. Caller stated that the customer's blood glucose then went up to 549 mg/dl. Caller stated that the customer no longer has the infusion set with her. Caller declined troubleshooting for the low blood glucose and high blood glucose incidents. Customer treated her high blood glucose when she got back home and inserted a new infusion set.